Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1331003) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a catheterization procedure on (B)(6)2014. Following the procedure, the deployer selected the mynxgrip vascular closure device 5f to close the access site. The aci vascular closure specialist was present for this procedure. The device was deployed per the IFU. It was reported that the deployer put the device in (inserted the device into the procedural sheath), blew the balloon up (inflated the balloon), pulled back to the arteriotomy, opened up the stopcock, shuttled down to a hard stop, brought the sheath out (withdrew the sheath from the tissue tract) and "the peg came with it and we saw parts of the advancer tube".